Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding. Instruments used during the biopsy included a brush and forceps. The biopsied lesion was 1.0 x 0.07 x 0.9mm and in the left lobe. Per the physician, the lesion distance to pleura was "10mm according to plan-point." The bleeding was found at the end of the case after performing a mini bal through the ion catheter. There was no procedural delay. Labs reported were: pt/ptt/inr none/27sec/1.0; platelets 533; and bun/cr 19/.67. The patient was on neither anticoagulant medication nor antiplatelet therapy. The patient had a medical history of rheumatoid arthritis (on meloxicam) and the patient had recently traveled to columbia. There was no procedural delay, as the bleeding was identified as the ion portion of the procedure was ending. A flexible scope in conjunction with epinephrine was used to control the bleeding. The approximate amount of blood loss (pure blood vs blood, i.e., not including instilled saline) was 75-100 cc. A blood transfusion was not required. The physician believed the cause of the bleeding was due to normal procedural risk from a biopsy and possible lavage technique. The physician believed the bleeding would not have potentially occurred via another biopsy modality. The patient was diagnosed with pneumonia. The patient was admitted for 1 day of observation, then discharged the following morning. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 23-aug-2023, a system log review cannot be performed because the system logs are not available.